Manufacturer narrative:
The reported events of high pacing impedance, sensing noise, unacceptable threshold, and clavicle crush were confirmed. As received, a partial lead had damage consistent with clavicle crush damage.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, high pacing impedance, high capture thresholds on the right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient was in stable condition.

Event description:
New information notes that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing, clavicle crush, high pacing impedance, high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.